Event description:
While using the smith & nephew trucath spinal injection system (20 gauge x 4.5" needle with 23 gauge catheter, flush volume .125 ml ref #(B)(4)), the physician performing the procedure (left lumbar transforaminal epidural steroid injection with c-arm) noted at the l4 level that the "plastic tip was sheared off outside of the foramina" and that "this was discussed with the pt." The plastic tip was left inside the pt. The procedure was aborted at that time and the pt was taken to the recovery area. She had no complaints, had minimal to no discomfort, and was discharged to home in stable condition after meeting discharge criteria. No harm to the pt is noted at this time.